Event description:
Staff were lifting a resident using floor lift when one clip of the sling broke. The plastic clip snapped in two. The spreader bar swung around and hit the staff on the nose and eye. The resident was not injured. The staff sustained a fractured nose and contusion to eye; no surgical intervention required. Fracture was stable and did not require manipulation.

Manufacturer narrative:
This report is bring filed under exemption (B)(4) by the MFR arjo (B)(4) on behalf of the importer arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional information will be provided following the conclusion of the MFR's investigation.